Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that high threshold and low sensing were observed. Physician suspected the tip of pace/sense portion of the lead to be damaged. Lead was explanted and replaced. Patient condition was fine.